Manufacturer narrative:
B3: estimated based on the response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in b1. B3: estimated based on the response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. No additional adverse patient effects were reported. Additional information was received stating that postoperatively, the patient was doing well.